Event description:
It was reported that the patient¿s merlin@home transmitter was unable to communicate with the device and there was no rf telemetry available during in-clinic device check. A device download was performed successfully and rf telemetry was restored. The patient will be followed normally.